Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior tibial artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 10 atmosphere for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.